Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of "door latch error" was reproduced and confirmed through evaluation. This error message has been attributed to a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump had a "door latch error." It was also reported that there was no patient injury.